Event description:
It was reported that the pump indicated a data log corruption. There was no reported impact on the customer's blood glucose level. Technical support is awaiting the return of the device for inspection and plans to provide a replacement pump.